Event description:
The customer contacted baxter's service center regarding a system error 2240 which occurred on the home choice (hc) during use during drain 3. The technical service representative (tsr) explained that air got into her supplies. The patient was connected at the time of the alarm. The patient line was properly primed before connecting and no patient extension lines were being used. The home patient (hp) said that she disconnected to go to the bathroom. Proper disconnect procedures were not used, and the patient had reconnected. The tsr instructed the caregiver (cg) to start over with new supplies or, since they were more than halfway through her therapy, they could choose to end therapy for the night. The tsr assisted the cg to end therapy and the cg was to start over with new supplies. The supplies were not damaged by an outlet port clamp or assist device. Proper procedures were reviewed with the patient. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error, the patient disconnected from the set. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.